Event description:
Ous MDR - boston scientific received information that during a follow up a suspicion of pacing failure was noted. No issue was found when interrogating the device, but ventricular pacing failure was observed on the holter monitor recorded on a previous day. Loss of capture was also seen on this right ventricular lead as well as low out of range pacing impedances. A right ventricular lead insulation issue was suspected. Additional information was received that there was a follow up on (B)(6) for the same suspected pacing failure event. During the follow-up, no peculiarities were observed from the measured values. But ECG holter which was taken 1 day before showed suspected pacing failure in the ventricle. The lead impedance was recorded as 160 ohms. The insulation damage was considered. No other information was given at that time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.